Event description:
The customer reported to olympus that during maintenance of the evis lucera gastrointestinal videoscope, tissue glue was found stuck in the instrument channel tube due to insufficient or incorrect reprocessing of the scope. It was reported that no procedure was involved. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, foreign materials were found deep in the instrument channel tube and could not be removed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the suggested event was caused by the adhesion of tissue glue to the biopsy channel. The user may reduce/prevent occurrence of the event by handling device in accordance with the following IFU: operation - using endo-therapy accessories - when using endo-therapy accessories, keep the distance between the distal end of the endoscope and the mucous membrane greater than the endoscope¿s minimum visible distance so that the endo-therapy accessory remains visible in the endoscopic image. If the distal end of the endoscope is placed closer than its own minimum visible distance, the position of the accessory cannot be seen in the endoscopic image, which could cause serious patient injury and/or equipment damage. The minimum visible distance depends on the type of endoscope being used. Refer to section 2.3, ¿specifications¿. Olympus will continue to monitor field performance for this device.